Manufacturer narrative:
The patient age and weight were not provided. (B)(4). Approximate age of device - 7 year, 10 months. A portion of the percutaneous lead (driveline) that was removed during the repair, approximately 19¿, was returned for evaluation. Minor metal braided shield breakdown was observed along the entire length of the driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to the insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the events captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was concern that a short to shield was occurring with the percutaneous lead (driveline). The submitted log file was reviewed by technical services representative and numerous pump stoppages were observed. The submitted x-rays were also reviewed and were unremarkable. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. There were no immediate issues after the replacement. No additional information was provided.